Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured during the first inflation. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was good.